Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery ended after 1 day in the pump. The customer changed the battery a few times and there was no change. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Power management tool shows that the backup battery loaded voltage and unloaded voltage are within spec range. The insulin pump received with normal operating currents. No unexpected low battery alarm during testing. The insulin pump received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.